Event description:
It was reported by service report that the stretcher was leaning to the left approx 4 inches. On (B)(6) 2012: risk mgmt team decision made (B)(6) 2012 to include any claim of litter leaning equal to or in excess of 10 degrees as a reportable event. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
On (B)(6) 2012: risk mgmt team decision made (B)(6) 2012 to include any claim of litter leaning equal to or in excess of 10 degrees as a reportable event. (B)(4).